Manufacturer narrative:
The axium coil will not be returned for evaluation as implant coil implanted in the patient and pushwire was discarded by the customer; therefore, no definitive conclusion can be drawn regarding the clinical observation. Per the axium prime coil instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ due to the delicate nature of the axium¿ prime detachable coil, the tortuous vascular pathways that lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential malfunctions such as coil breakage and migration.

Event description:
Medtronic received information that during coiling treatment of cerebral aneurysm, this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that the coil seemed to be stretched. The physician decided to remove the axium coil with the microcatheter from the patient, and started pulling the devices. During removal the coil was detached and implanted into the target aneurysm. No patient injury was reported.